Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 12. Caller reported that her bg reading did not exceed 500 mg/dl, but caller stated that she checked her bg reading 482 mg/dl by bg meter. The customer addressed the high bg by performing a correction injection via multiple daily injections (mdi). The customer did not need assistance from a third party. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the problem reoccurred.